Event description:
Revision surgery - patient dislocating (vertical cup).

Manufacturer narrative:
This failure investigation is limited in scope since none of the products from the revision surgery were returned to encore for examination. A review of the mfg records found no discrepancies. Patient dislocating was the event that led to the revision. There is no indication that the implant design or materials were related to the revision. This is the final report.